Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
T was reported, that during the surgery. Noted, could not tighten the zipfix. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Event description:
Additional information received states that there was no surgical delay in relation to the reported event.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5, d9 corrected: d4 (primary UDI number), e4, g1 (manufacturing site name). H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. The locking head did not show any structural anomalies or post manufacturing damage. The implant was found cut in two fragments from the notch. Surgical technique was reviewed and the following relevant statements for securing sternal zipfix implants were found: pass the cut end through the locking head and tighten manually. Repeat for the remaining zipfix implants. Remove forceps, if used. Precautions: to avoid damage to the locking head: stainless steel needles must be removed before closing the zipfix implant. Prior to insertion of the cut end, ensure the zipfix implant is properly oriented such that the toothed surface contacts the sternum. Align the cut end with the locking head during insertion. Do not insert at an angle. Avoid excessive force when tightening implant. Do not use forceps to tighten implant. Damage resulting from excessive force or forceps may cause implant failure. Ensure that the implant body is not twisted while passing the cut end through the locking head. Zipfix implant should only be inserted once into the locking head. Ensure that the implant body follows the bony anatomy of the sternum. Secure the locking mechanism in the intercostal space to minimize implant profile. Make sure to remove the needle from the implant body before proceeding to insert the next implant. A functional inspection was performed and met specifications; once the locking mechanism was activated, it was not possible to disengage the device a dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the sternal zipfix cable tie w/needle peek s would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code: 08.501.001.01s lot number: 6801p03 it was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 28 sep 2023. Manufacturing site: purchased item, received from samaplast, shipped by jabil bettlach expiry date: 01 sep 2028. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.